Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a bladder infection and so did not think that their recent implant was working as well as it could.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.